Event description:
Customer reports a result of lo taken on the active system prior to dosing the test strip (undosed result). No action was taken based on device results. The customer did not provide the location where the malfunction occurred. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.